Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was resistance encountered advancing the wire into the lead and it could not be inserted smoothly. The pacing lead was replaced. No patient complications have been reported as a result of this event.